Event description:
Same case as MFR report#: 2134265-2010-02290. It was reported that during a coronary drug eluting stenting procedure, a shaft fracture occurred. The 90-99% suboccluded lesion measuring approximately 3mm in diameter and 12mm in length was located in a severely tortuous and moderately calcified graft off of the left anterior descending artery. Access was femoral. The lesion was predilated with a 3.0x12mm non bsc device and was inflated to 20 atms for 20 seconds. A 3.5x12mm promus element drug eluting stent was advanced to the lesion, but the shaft fractured in the left anterior descending artery. A 2.5x12mm promus element drug eluting stent was then advanced to the lesion and the shaft also fractured on this device. A 2.5x12mm non bsc was advanced to the lesion and the shaft again fractured. All broken devices were able to be successfully removed, although the physician noted having difficulty removing the devices. A 2.5x12mm promus element drug eluting stent was then advanced to the lesion and implanted. A total of 6 stents were implanted; (2) 2.5x12mm stents, a 3.0x12mm stent, a 3.5x12mm stent, a 3.5x8mm stent and a 3.5x16mm stent. All were postdilated. No further patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 18.0 cm distal from the catheter's strain relief. At the break site the hypotube outer coating has a jagged edge. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report#: 2134265-2010-02290. It was reported that during a coronary drug eluting stenting procedure, a shaft fracture occurred. The 90-99% suboccluded lesion measuring approximately 3mm in diameter and 12mm in length was located in a severely tortuous and moderately calcified graft off of the left anterior descending artery. Access was femoral. The lesion was predilated with a 3.0x12mm non bsc device and was inflated to 20 atms for 20 seconds. A 3.5x12mm promus element drug eluting stent was advanced to the lesion, but the shaft fractured in the left anterior descending artery. A 2.5x12mm promus element drug eluting stent was then advanced to the lesion and the shaft also fractured on this device. A 2.5x12mm non bsc was advanced to the lesion and the shaft again fractured. All broken devices were able to be successfully removed, although the physician noted having difficulty removing the devices. A 2.5x12mm promus element drug eluting stent was then advanced to the lesion and implanted. A total of 6 stents were implanted; (2) 2.5x12mm stents, a 3.0x12mm stent, a 3.5x12mm stent, a 3.5x8mm stent and a 3.5x16mm stent. All were postdilated. No further patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but it is similar to an approved us device.